Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to leaking q10 insulated-gate bipolar (igbts) on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.